Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had noisy image. The issue occurred during preparation for use of an unspecified procedure. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 06 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of noisy image was not confirmed. Additionally, the device evaluation found the plastic distal end cover was burnt/damaged. Based on the results of the investigation, and since the no image malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. However, it is likely the image abnormality led due to short circuit/insulation failure occurred at electrical terminal of plug unit by water invasion of scope connector. The additional failure of the plastic distal end cover was burnt due to high-frequency endo therapy accessories, laser cauterization accessories, or argon plasma coagulation accessories that were used. The event can be detected and prevented by following the instructions for use which state: 1. IFU warns as below when using the high-frequency endo therapy accessories. - operation manual chapter 4.3using endo therapy accessories ¿ always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. 2. IFU warns as below when cauterizing laser. ¿ to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. 3. IFU warns as below when cauterizing argon plasma coagulation (apc). ¿ make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. 4. Image abnormality can be detected at inspection prior to use according to the following chapter of IFU (operation manual). 3.2 inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The procedure was diagnostic.